Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted, due to her sui. It was reported that as a result of the device being implanted the patient suffers from pain and discomfort in her bladder, vagina, bowels, rectum, and abdomen and is unable to walk for prolonged periods. It was reported that the patient has trouble urinating, and suffers from severe pain and discomfort on an ongoing basis. As a result of the mesh being implanted the patient has experienced significant physical, psychological and emotional pain and suffering and has sustained permanent and debilitating injuries. On (B)(6) 2018 patient underwent a surgery in attempt to remove the mesh and it was discovered that the mesh has eroded. The surgery was not successful and patient continues to live in severe pain.